Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) lead channel. It was noted that the pacemaker has reached elective replacement indicator (eri) and a generator changeout is scheduled. The device programming will be optimized for the patient at that time. The device remains in use. No adverse patient effects were reported.